Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had undersensing episode which caused a pause episode. No intervention was performed.

Event description:
New information received noted that the firmware upgrade was performed on (B)(6) 2019.